Manufacturer narrative:
As reported, the patient developed an infection at mesh site post implant of phasix st mesh and the mesh was explanted. Photos provided show an open abdominal wound with mesh intact and the explanted mesh on surgical drape. Review of the photos does not help to determine the cause of the patient¿s infection. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the postoperative infection. Review of manufacturing records shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Regarding infection the warning section of the instructions-for-use, supplied states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Note the date of event is estimated based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient was diagnosed with a parastomal hernia and on (B)(6) 2025 underwent a hernia repair procedure with the implant of phasix st mesh. A few days later, the patient developed an infection at the mesh site. It was reported that 500ml of pus was removed from the mesh site and the patient was treated with IV antibiotics, which did not work. On (B)(6) 2025 the surgeon explanted the mesh and is managing the infection with IV antibiotics.